Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed noise seen on the right atrial lead, causing atrial noise reversion and some episodes of inappropriate automatic mode switch. The noise could not be reproduced with isometrics. Since atrial capture, sensing, and impedance measurements appeared normal and stable, the physician elected to continue to monitor the patient without making any changes. The patient was in stable condition throughout.